Event description:
Caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the process. After resetting, the error did not reoccur. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.